Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Also retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had gel running up the side of tube. Caused no serious injury medical intervention.